Event description:
It was reported that 15 hours into cooling and the arctic sun device alerting air in line. Patient temperature (pt) started to rise. Straightened connectors and adjusted lines, water flow rate (wfr) was stable at 1.4 l/m, targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.8c. Advised good water flow and confirmed alert had not returned. Noted positioning of pad lines and kinks could create this alert. Encouraged to call back if it returns. Per follow up information received via phone on 19nov2024, it was reported that technical support provided to the initial reporter, resolved the issue. The patient completed therapy, and no other issues were reported. The device was currently working and available for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The the labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 15 hours into cooling and the arctic sun device alerting air in line. Patient temperature (pt) started to rise. Straightened connectors and adjusted lines, water flow rate (wfr) was stable at 1.4 l/m, targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.8c. Advised good water flow and confirmed alert had not returned. Noted positioning of pad lines and kinks could create this alert. Encouraged to call back if it returns. Per follow up information received via phone on 19nov2024, it was reported that technical support provided to the initial reporter, resolved the issue. The patient completed therapy, and no other issues were reported. The device was currently working and available for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 15 hours into cooling and the arctic sun device alerting air in line. Patient temperature (pt) started to rise. Straightened connectors and adjusted lines, water flow rate (wfr) was stable at 1.4 l/m, targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.8c. Advised good water flow and confirmed alert had not returned. Noted positioning of pad lines and kinks could create this alert. Encouraged to call back if it returns.